Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The instruction for use states the following: "caution: do not aspirate urine through drainage funnel wall." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample was discarded.

Event description:
It was reported that the catheter would not drain accurately; as a result, the catheter leaked urine around the meatus. When the catheter was flushed nothing voided and when the lumen was cut, no urine was voided. The home nurse replaced the catheter. No impact to the patient was reported.